Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 08-apr-2024 . H.6 investigation summary: material #: 367983. Lot/batch #: 3250878. Bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 2 tubes had no label. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 2 tubes had no label. There was no report of patient impact.